Event description:
The customer reported that the stator was not on. No patient injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep fixed the trip switch. The system operates as intended.